Event description:
It was reported that four days post-op a lap sigmoid colectomy procedure, there was dehiscence on the right posterior side of the anastomosis. An open resection was performed to re-do the anastomosis. The pt received a temporary colostomy and currently remains in the hosp.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.